Event description:
It was reported that the health care professional (hcp) inquired about histogram analysis for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) explained the histogram to the hcp. Ts also noted that there was right ventricular (rv) undersensing in an atrial tachy response (atr) episode. Which caused the device to pace in the rv channel. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.